Event description:
Caller reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with loading a new cartridge using the correct technique, and the caller was able to successfully load the cartridge and resume insulin therapy, resolving the issue.